Event description:
The manufacturer received information alleging a ventilator would not power on. No harm or injury was reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's system board was replaced to address this issue.